Event description:
The customer reported that the system intermittently rebooted (locked up). This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector on the hard drive was reseated. The system was tested and found to be working as intended and returned to service.